Event description:
In date covid test kit has too little liquid to immerse qtip and have enough left to drop 4 drops. Contacted manufacturer, sent replacement, same problem. Contacted siemens again, sent photos kit replaced again with same expiration (only 3 weeks left until expiration) and same too-little liquid.